Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Reported by a family member. Woman died 13 days post uae. She was hospitalized overnight, discharged next day, readmitted to the hospital with no pulse and massive blood clots in her leg. She apparently underwent unwarranted heart surgery and expired 13 days post uae. Dates of use: permanent. Diagnosis or reason for use: fibroids.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.